Manufacturer narrative:
The customer confirmed there were no alarms for abnormal pipetting. The customer's calibration and qc results were requested but not provided. Based on the provided information, the event was consistent with an unknown pre-analytical sample handling issue.

Event description:
The initial reporter received a questionable low ise indirect gen.2 na result for one patient tested on a cobas 8000 cobas ise module. It was requested but not provided if the initial na result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial na result was 124 mmol/l. The patient's repeat na result was 136 mmol/l. The na electrode lot number and expiration date were requested but not provided.